Event description:
Pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. One liter was delivered in 2 hours. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. One pt involved.